Event description:
Gyrus acmi was notified of an incident involving the resectoscope sheath, during a trans urethral resection of the prostate procedure. Post operatively, during inspection and decontamination, staff noted that the ceramic tip had broken off from the resectoscope sheath. The missing tip was not noticed before the patient left the operating room. The patient was returned to the operating room and the broken tip was located in the bladder. The tip was removed without any harm to the patient.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is chipped and cracked and a portion of the ceramic is missing from the tip. The broken piece of ceramic was not returned with the unit. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. Several burn marks are noted on the inside surface of the ceramic tip. The questionable sites are noted. The balance of the instrument is in good physical shape. The exact cause of the breakage of the ceramic tip cannot eb determined. Due to the presence of burn marks on the ceramic tip. The likely cause of failure is determined to be customer misuse/mishandling. Other potential causes of the misuse and breakage are included in the following assessments obtained from a search of prior customer returns: exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please not that this mishandling is cautioned against the instruction for use manual that is shipped with the instrument. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chip or cracks in the tip that will lead to failure during subsequent handling or use.